Event description:
It was reported that the patient presented in clinic for normal check. Upon review, the patient experienced endocarditis. No intervention was performed. The patient would continue to be monitored.